Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via the phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer respired that there were deep scratched and grooves all the insulin pump and on the front side of the lcd screen. The customer reported that they could read only some parts of the screen. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted during testing. Device also received with cracked select button keypad overlay, moderately, scratched lcd window, and scratched overlay. (B)(4).